Event description:
Information received by medtronic indicated that customer experienced hyperglycemia. Customer's blood glucose level was 484 mg/dl at the time of call. Customer was treated with injections. No further patient complications were reported. The device will be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive on delivery test. Unit was programmed with multiple basal profiles and monitored. All basal profiles delivered completely their indicated amounts and were properly recorded in the basal review screen. Unit then was programmed with multiple boluses and monitored. All boluses delivered completely their indicated amounts and were properly recorded in the bolus history screen. No daily total anomaly, basal anomaly or bolus anomaly noted. Ab (B)(6) 2010. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.